Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's magnet was reportedly repositioned on november 11, 2019. The recipient's activation went well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a displaced magnet following an MRI. The recipient is presenting with pain. Revision surgery is scheduled.